Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of arthroscopic cruciate ligament reconstruction, the suture bridge broken off as the photo shows. No additional information could be provided. The complaint device was received and evaluated. Visual observations revealed that the white suture is frayed and cut, since a short piece of white suture was also received confirming the complaint. No other anomalies were observed with the returned plate. The photo provided by the customer showed the same condition found in the physical analysis. Possible hypothesis could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above-mentioned issues. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l18981 , and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in china that during an anterior cruciate ligament re-construction procedure on (B)(6) 2020, it was observed that the rgdloop adjustable stnd device suture bridge broke off. It was not reported if there were any delays in the procedure. Another like device was used to complete the procedure. It was reported that there were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament re-construction procedure on (B)(6) 2020, it was observed that the rgdloop adjustable stand device suture bridge broke off. It was not reported if there were any delays in the procedure. Another like device was used to complete the procedure. It was reported that there were no adverse consequences to the patient. No additional information was provided.